Event description:
It was reported that during the preparation for a demonstration at the hospital, there was no power out put from the hemopro power supply. They replaced with the new two power cords and used two different hemopro kits, connected with the same power supply and still there were no power output. The jaws were not heated up. Troubleshooting confirmed the issue was with the power supply. This was only the training demonstration and there was no patient involvement.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities. Functional testing was conducted using the returned hemopro power supply and a reference hemopro harvesting tool. Both green leds did not illuminate on the power supply when the on/off switch was activated. The reported complaint was confirmed for no power output on the hemopro power supply. For lhr review of the OEM end, new requirements are being established.